Manufacturer narrative:
The device was returned for evaluation. The device history record review was not possible since no lot number /serial number was reported. The returned roto-cam was tested using the micromed pd-8k 5.00 volt hopod machine ing.0984. There was no leaking or electrical sparks. The complaint report cannot be confirmed, due to the instrument testing within specification. (B)(4).

Event description:
A customer reported that the 625126 roto-cam maryland diss mono 5, the handle moves but the jaw does not. When the roto-cam jaw is poked into the tissue to separate and collect, and the handle is pressed, the jaw does not open at all during a procedure. There is no communication between the handle and the jaw. It was unknown if there was any patient injury, contact or a surgical delay.